Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the telescopic dissecting tool was broken during ube procedure (unilateral biportal endoscopic spine surgery). The broken bur was taken out and surgery continue surgery with a new dissecting tool. There was no patient involved with this event.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn, device was lost. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the telescopic dissecting tool was broken during ube procedure (unilateral biportal endoscopic spine surgery). The broken bur was taken out and surgery continue surgery with a new dissecting tool. There was no patient involved with this event. On follow up it was reported that without putting into patient body yet and he found it is not working.

Event description:
It was reported that the telescopic dissecting tool was broken during ube procedure (unilateral biportal endoscopic spine surgery). The broken bur was taken out and surgery continue surgery with a new dissecting tool. There was no patient involved with this event.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn, device evaluation anticipated, but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the telescopic dissecting tool was broken during ube procedure (unilateral biportal endoscopic spine surgery). The broken bur was taken out and surgery continue surgery with a new dissecting tool. There was no patient involved with this event. On follow up it was reported that without putting into patient body yet. And he found it is not working.

Manufacturer narrative:
H3: product analysis: evaluation determined that broken tool was confirmed was confirmed. The likely cause of failure is due tool was used with failed bearing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.